Event description:
Paramedics responded to a person in cardiac arrest. The pt was connected to the device and ECG diagnosed as asystole. CPR and drugs were administered and the pt's ECG was described as asystole vs. Ventricular fibrillation for approx 30 seconds. The 200 joules was selected and the device charged but, according to the rptr, the device would not charge above 50. The patient's rhythm then converted spontaneously and the pt was resuscitated then transported to the hosp.